Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in room 634. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail mounting bracket was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the side rail ctr arm assembly to resolve the issue. Based on this info, no further action is required.